Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event that the patient experienced an unknown issue with the transmitter. The root cause was could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/21/2016, that on (B)(6) 2016, the patient experienced an unknown issue with the transmitter. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.